Manufacturer narrative:
The event occurred outside of the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
It was reported that the patient experienced inflammation at the puncture site of the infusion set. (B)(6) 2019 the patient received a new cannula; 36 hours later on (B)(6) 2019 the patient had inflammation at the injection site and elevated blood glucose levels. Pus was discharged during the removal of the cannula. The cannula was being worn on the buttocks under the diaper. The patient was prescribed unknown antibiotics from the doctor. The prescription of antibiotics was to be taken 3 times a day for 9-10 days. After the completion of antibiotics the inflammation did not go away, therefore, the patient was transported to (B)(6) 2019. At the hospital they are treating the patient with antibiotics; the inflammation is slowing decreasing. At the time of the report the patient was still hospitalized and is expected to be discharged on (B)(6) 2019.